Event description:
Integra received on 06/25/2009 a copy of medwatch report (B) (4) from the dept. Of health and services. The report stated that the physician was removing the device. Part of the drain sheared off and approx. 3-4 inches remains in the pt's brain. Integra has requested add'l clinical info from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.